Event description:
It was reported that the device was used during a laparoscopic splenectomy. It was reported by the rep that the surgeon could not squeeze the handle. The staples fired partially. There was no consequence to the patient.